Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient reported that their stimulation has changed locations and it now stimulating above the next. The patient is reporting this is causing pain, inflammation, is strong, and causes him to not be able to sleep. The patient has tried all his groups, a and b, and turned the programs up and down. The caller reported no falls or medical procedures related to this issue. The patient was redirected to follow up with their healthcare provider (hcp).